Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an errc 6 message from his precision xtra meter which prevents him from blood glucose testing. Customer also reported experiencing symptoms of dizziness, shakiness and cold sweats. Customer reported visiting his doctor who diagnosed customer with severe hyperglycemia and treated customer with insulin and oral diabetes medication. There is no report of death or mistreatment associated with this event.